Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cont of medical devices: 4674 boston scientific lead; 0292 boston scientific lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance to high measurements. The patient had fallen due to mechanical issues not related to the device, but the fall was suspected to have caused a possible lead fracture. The lead has since been explanted and replaced. No further patient complications have been reported as a result of this event.